Event description:
Physician reporting rupture. Physician has further confirmed no rupture and replacement due to capsular contracture baker grade iii for the right side device. Device has been explanted and replaced with non-allergan brand. This relates to the right device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. Additional observations: ¿ deformation observed. No further actions are required as no manufacturing issues are observed.

Event description:
Rupture was confirmed, to not have occurred. Healthcare professional, later reported, right side capsular contracture, baker grade iii. Device has been explanted and replaced with non-allergan brand.

Manufacturer narrative:
Clarification to d.9.: returned to mfg on: the device has not been returned. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Photo evaluation: visual analysis of the photographs identified, capsular contracture: unable to observe, since it is not related to the device. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Physician reporting rupture. Device remains implanted. This relates to the right device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.